Manufacturer narrative:
G6 / f7 / f8 was updated for follow up. H6 code was updated. The customer did not return the product. Further testing was unable to be completed. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. A customer returned was requested. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported on 19 dec 2024 that the metal lid on pink jet routine I taped cass no/lid, p/n 38440001, lot 9289405038 opened and lost the tissue.

Manufacturer narrative:
Submission 1419341-2024-00019 follow-up 1 was missing the awareness date in section g3/4. The correct date was 05 january 2025.